Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated, and during service the device was found to have a loose set screw. If additional information becomes available a supplemental report will be submitted. (B)(4).

Event description:
Device received from USA for service. During servicing loose set screw was discovered. It is unknown if the device was being used in surgery. It is unknown if injury, delay or medical intervention occurred. There is no additional information provided.